Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain") in an adult female patient who had essure (batch no. 880428,940969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, dysmenorrhea, uterine prolapse and uterine prolapse. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), amnesia ("memory loss"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse") and vaginal disorder ("vaginal scarring"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, pelvic discomfort, amnesia, menorrhagia, dyspareunia and vaginal disorder outcome was unknown. The reporter considered abdominal pain, amnesia, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: coils were properly placed,confirmation of bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs received, reporter added, aka name added, lot number added, event added- vaginal scarring, patient medical history added, lab data date added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented increasingly severe pain (seen as pelvic pain). Hysterectomy was performed to remove micro-inserts 4 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), amnesia ("memory loss"), menorrhagia ("heavy menstrual bleeding") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain, pelvic discomfort, amnesia, menorrhagia and dyspareunia outcome was unknown. The reporter considered pelvic pain, abdominal pain, pelvic discomfort, amnesia, menorrhagia and dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils were properly placed. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented increasingly severe pain (seen as pelvic pain). Hysterectomy was performed to remove micro-inserts 4 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.